Event description:
The facility reported an infusor pump with constant occlusion alarm, which occurred in the surgery area. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump with constant occlusion alarm was confirmed and duplicated during product evaluation. This condition was caused by the pump's occlusion switch being out of adjustment. The occlusion switch was adjusted to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4)the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.